Manufacturer narrative:
The reported events were a dislocation of the rv lead and failure to capture. As received, a complete lead was returned in one piece. Visual examination found the helix was extended and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.